Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed, 26mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.5mm in diameter left anterior descending artery. A 3.50x28mm promus element ¿ stent was advanced to the target lesion. Per angiography, it was noted that the stent was not mounted on the stent delivery system (sds) balloon so the device was removed from the patient. It was then found out that the stent was dislodged outside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts at the proximal and distal ends and distortion and stretching of struts in the mid-section of the stent. The ro markerbands and the tip were examined and there was no damage noted. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed, 26mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.5mm in diameter left anterior descending artery. A 3.50x28mm promus element stent was advanced to the target lesion. Per angiography, it was noted that the stent was not mounted on the stent delivery system (sds) balloon so the device was removed from the patient. It was then found out that the stent was dislodged outside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.